Event description:
Event rec'd by baxter healthcare via copy of facility medwatch form: health care professional reported "pt developed hemolysis at the end of his hemodialysis treatment. Pt sent to hospital for further evaluation. All machine checks within normal limits." After further investigation with the facility the following info was obtained: health care professional also reported pt complained of nausea and vomiting vital signs were within normal limits. Blood was drawn to check for hemolysis, blood did not pass in-house test; therefore, a second blood draw was performed and sent out to a laboratory to confirm hemolysis. Pt was hospitalized overnight without medical intervention necessary. Pt returned to dialysis center overnight without medical intervention necessary. Pt returned to dialysis center the day after hospitalization and reported to be "feeling fine."